Event description:
The customer reported that intermittently the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded and the image processor computer was replaced. The system was tested and found to be working as intended and put back into service.